Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular lead exhibited poor sensing. The caller was advised that it appeared the lead may have pulled back when the clinician looked at the lateral x-ray. The ventricular lead is sensing the atrium and fortunately the atrial is conducting down the ventricle and ventricular pacing is still occurring but with some latency and will most likely require a revision to rectify. Follow up with the clinic is being conducted to determine if the revision was done. No patient complications have been reported as a result of this event.